Manufacturer narrative:
Correction made to d4. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during medical procedure, the instruments began to smoke, so the doctor stopped the procedure to see what was happening. Upon examination, the cutting loop was found to be burned. The surgery was delayed approx. 20 minutes then stopped. The hospitalization of the patient was prolonged.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the complained product (27040gp1 - cutting loop, bipolar, 24/26 fr., lot um78) was not provided for investigation. According to the provided information, the device was discarded by the customer. Based on the customer's description and similar complaints, the most likely cause of the damage was excessive force on the cutting loop, causing the cutting electrode to break and touch the neutral electrode, resulting in a short circuit that ultimately melted the electrodes, as can be seen in a provided picture. The instruction for use also points out that attention must be paid to the frequency setting, as this fault can occur if the setting is too high and patients may be injured by burns or falling damaged parts. The event is filed under internal karl storz complaint ID: (B)(4).